Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) jad a loop air leakage alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation complete e1(site name) - huazhong university of science tongji hospital, tongji medical college.

Manufacturer narrative:
Additional information: e1(vent site postal code: (B)(6)). A getinge field service engineer confirmed since the customer's repair plan and price have not yet been confirmed, his repair work has not been carried out. The equipment is currently out of service and awaiting repair."

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) when the machine is started, the equipment reports a loop leakage, enters the maintenance mode for testing, and leaks are found. The pressure cannot be maintained, and it is judged that maintenance is needed. After replacing the 5000-hour maintenance kit, all parameters are retested and normal, confirming that the fault has been repaired and can be used clinically.